Manufacturer narrative:
(B)(4). Device not received for analysis. Eng eval completed by (B)(4) on 2020.03.02. Design-related issues: the design of this truliant full tibial tray trial has been in the field since 2017. The screw subcomponent used in the assembled device has been in the field since 2015. Exactech is aware of 1 complaint report involving a missing/broken screw from a truliant full tibial tray trial since 2017. Because this trial is used when implanting truliant fit tibial trays with tibial stem extensions, the sales data for tibial stem extensions was used to calculate an approximate complaint occurrence rate of <0.05%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this does not appear to be design related. Mfg-related issues: exactech is not aware of receiving any other complaint reports involving a part from this manufacturing lot of (B)(4) pieces, which have been in the field since october 2017. The qc irrs for this truliant tibial tray trial does not include an inspection of the bore depth for the screw. Therefore, the possible contribution of manufacturing-related issues to the reported failure in this case cannot be determined through review of the device history record (DHR) and cannot be confirmed as the device was not available for evaluation. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this truliant tibial tray trial, rmr-00040 rev c and racr-00054 rev-, were reviewed. Corrective actions are not required because the occurrence rate is very low and the failure mode is included in the pfmea. The broken instrument reported in experience (B)(4) was likely the result of a combination of high shear forces between the screw head and threaded shaft, a weakened screw head due to repeated use and/or a deep drill bore ultimately resulting in fracture of the screw shaft from the head at the location of the smallest material thickness. However, this cannot be confirmed because the component was not returned for evaluation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The screw that broke was accounted for. The head of the screw is still in the tibia that was sent back. The surgeon took an x-ray and had radiology read it to make sure there was no pieces left in the wound site. An investigation was conducted; the broken instrument reported was likely the result of a combination of high shear forces between the screw head and threaded shaft, a weakened screw head due to repeated use and/or a deep drill bore ultimately resulting in fracture of the screw shaft from the head at the location of the smallest material thickness. However, this cannot be confirmed because the component was not returned for evaluation.

Event description:
It was reported that a trial broke during surgery and the screw which resides in the shaft came out. The screw that broke was accounted for. The head of the screw is still in the tibia that was sent back. The surgeon took an x-ray and had radiology read it to make sure there was no pieces left in the wound site. Additional information received was that when getting the tibia ready for trial the screw came out of the trap of the tibia, so they were not able to attach the stem to the tibia. No patient involvement or impact reported. The device was not received for analysis. Communications indicated the device was not able to be found and may have returned with loaner trays and was not separated from them. Investigation determined the broken instrument reported was likely the result of a combination of high shear forces between the screw head and threaded shaft, a weakened screw head due to repeated use, and/or a deep drill bore ultimately resulting in fracture of the screw shaft from the head at the location of the smallest material thickness. However, this cannot be confirmed because the component was not returned for evaluation. Corrective actions are not required because the occurrence rate is very low and the failure mode is included in the pfmea. No further action is required. This case is closing.